Event description:
A 0.9% sodium chloride 5ml prefilled flush syringe was obtained from stock by pediatric nurse, for use in starting an IV line in a (B)(6) patient. The nurse removed the intact product overwrap, removed syringe cap and drew back on plunger, and at that point noticed what appears to be gross contamination within the fluid of prefilled syringe. The nurse did not administer the flush to the pt , so no patient exposure to the product occurred. The nurse recapped the syringe and called her supervisor to view it. The pharmacy director and microbiology director also viewed the capped syringe. To note the syringe was viewed, but other than the syringe cap being removed once to expel air, the syringe is intact, and the syringe contents were not touched or further contaminated within our facility. Our (B)(6) describes the contaminant as whitish-green filamentous material. It is mostly flat, and a raised portion with a brown header appears at the center of the black plunger tip. The flat portion adheres to approximately one quarter of the 10 ml syringe¿s black plunger tip and measures approx 1 cm across. Material also appears to be adhering to the syringe walls. The MFR has requested that the syringe is returned to their company.